Manufacturer narrative:
Service evaluation notes: upon driveline inspection, red wire seemed to have a cloudy white covering all the way up to the connector. E-faults indicated front_phase-b_open. Electrical faults could not be reproduced by driveline manipulation. The driveline was disconnected and a white-brownish material was noted on the driveline connector, pins and controller. Two rounds of cleaning were performed. Device remains implanted.

Manufacturer narrative:
The instructions for use outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. It further outlines to verify that the connector is dry and clean before attaching to the controller. The instructions for use and patient manual also include a reference guide for alarms including potential causes and actions to take. Failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. Based on the results of the internal investigation and per management directive, no additional investigation of this event is required at this time. The manufacturer also identified the issue to be a design deficiency therefore no device history record is required for this event. The most likely cause of the electrical fault alarms are related to contamination of the driveline connector in that the driveline cap and driveline connection allow external contaminates to enter the driveline connector pins which may lead to electrical faults. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that a patient experienced two electrical faults. The first alarm was while the patient was resting in bed and was connected to wall power along with one battery. The patient had an alarm go off and switched to wall power to battery; this resolved. The second alarm occurred when the patient was in the process of switching from wall power to battery (had controller on one battery source, wall power was disconnected and hadn't hooked up the second battery). On (B)(6) 2014 a driveline cleaning was performed. It is stated there was approximately of 60 seconds of off pump time, the patient tolerated "well." There were no more electrical faults reported after the cleaning. The patient outcome is noted to be an elective controller exchange with no consequence or impact to the patient.